Manufacturer narrative:
As a result of this alleged event, a stryker sr qae spoke with the inpatient wound care coordinator, who described the patient as high acuity and at high risk of developing a pressure injury. It was further stated that the pressure injury was classified as a deep tissue injury and that there was no malfunction of the surface. Rather, the surface wasn't appropriate for the needs of this patient and that the staff should have used a different surface to treat this patient. There are a number of different factors that contribute to pressure injuries, such as nutrition, skin condition, moisture and pressure injury treatment protocol. Given that all factors that are within stryker¿s control were evaluated and found to be operating as intended, it was determined that there were no defects found with the surface that would have potentially caused or contributed to the alleged pressure injuries.

Event description:
It was reported that a patient acquired a pressure injury.

Event description:
It was reported that a patient acquired a pressure injury. Attempts are being made to gather additional injury and treatment details from the user facility. The device is currently pending evaluation and the model and serial number have not yet been provided.